Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0uvhe, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A consumer reported that she was diagnosed with chronic obstructive pulmonary disease (copd) last year before ins (implantable neuro stimulator) was implanted. A loss of therapy was reported. The patient did not have 50 percent symptom control or better. The patient had an incident where she had to go and got up out of bed and had to run. The patient indicated that she was on program 4 at 3.1 volt and she increased to 3.8 v and stated it was comfortable. It was indicated that the patient was feeling stimulation in her toes. The change in symptoms / therapy was considered sudden. It was also reported that the patient had returned of symptoms of urgency and frequency three days ago. The patient stated that she rapidly lost (40lb) weight and was having thyroid issues since implant. It was unknown if it was due to the ins. It was also reported that "when she turned up stim or in bed relaxing, her right toes were curling". No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.